Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. Investigation summary: no product returned. Data logs returned. The clinical details state that immediately upon implanting the pump there is a spike in motor current and then there were psnr alarms triggered. Due to a lack of product returned and no identifiable pattern able to be established from the data logs for the ps increases, the root cause of the optical sensor issue cannot be confirmed or established. Device history review: the pump sn (B)(6) passed all the post sterile inspection checks.

Event description:
The complainant reported a patient was implanted with an impella device for mechanical circulatory support. It was reported that immediately upon implantation, a spike was observed in the motor current (cardiac pulse), after which the alarm ¿placement signal not reliable¿ was triggered. The impella position was confirmed to be good, and no thrombus was noted prior to implantation. Subsequently, the ps and left ventricular waveforms appeared highly atypical. A recommendation was made to exchange the pump.

Manufacturer narrative:
E1. Initial reporter first and last name is unknown. The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.